Event description:
On or about (B)(6) 2010, the plaintiff was implanted with an "ams intepro pelvic mesh product," with "the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence." It was alleged by the plaintiff's attorney that the, "plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and/or other injuries." It was also alleged that the "plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury," and "was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain an suffering."

Manufacturer narrative:
It is unclear what ams device was used to implant the intepro lp mesh. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.